Event description:
It was reported that the programmer was not interrogating all devices, that it was slow at booting up and "not working." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) intermittent interrogation and slow boot. A printed circuit board assembly was found out of electrical specification. Keyboard hinges are broken. Stylus is missing.